Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and high pacing threshold. A complete lead was returned in two pieces. The reported events of loss of capture and high pacing threshold were not confirmed. Electrical testing found no anomalies. Visual inspection found no issues except procedural damage. The full measured double bend height was within specification.

Manufacturer narrative:
Additional information notes update to b5 to include device was explanted and replaced. Patient was stable. Update to d6b to include explant date (B)(6) 2022. Update to h6 coding.

Event description:
New information notes the left ventricular (lv) lead was explanted due to dislodgement. The lv lead was replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with unrelated feelings of chest pain and pressure. Based off of readings from transmissions, it appeared as though the left ventricular lead had pulled back into the coronary sinus. Loss of capture was also observed on the left ventricular channel. Device setting were changed and the left ventricular lead was programmed off. An x-ray (B)(6) 2019 confirmed that the lead had pulled back. It was also noted that the patient's ICD had moved in the pocket compared to an x-ray in (B)(6) 2018 and the slack from the other leads had been pulled out by the device movement. All measurements for the atrial and right ventricular leads were normal. The physician suspects that the left ventricular lead had pulled back sometime between (B)(6) and (B)(6) based on readings from transmissions. Lead revision was discussed. The physician elected to reprogram the left ventricular lead just enough to induce capture and there were no patient consequences.